Event description:
Same case as MDR ID: 2134265-2015-02013. It was reported that balloon rupture occurred. Vascular access was obtained utilizing an ipsilateral ante grade approach. The 99% stenosed target lesion was located in the severely calcified and moderately tortuous popliteal artery. After a 190cm non bsc guide wire crossed the lesion, a 4.0mm x 30mm x 143cm nc quantum apex¿ was advanced for dilation. However, on the first inflation at 14 atmospheres, the balloon ruptured due to severe calcification. The device was exchanged with a 4 x 100 mm mustang balloon catheter and dilation was performed three times. Blood flow obtained fell short of expectation but since blood flow was recovered, the procedure was completed. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR.: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).